Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, "discomfort", and "hard". The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture, "discomfort", and "hard". The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. "Discomfort", and "hard". The device has been explanted and replaced.